Event description:
It was reported that a patient underwent an unknown bkp procedure for a t12 fracture. During the procedure, it was reported that two balloons ruptured. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that functional analysis was not possible, due to a hole on the balloon of the ibt. Visual analysis shows a longitudinal rupture on the balloon from the distal peak to the middle of the balloon (att. 1 <(>&<)> 2). Based on the information provided, visual and functional analysis, the most probable root cause is attributed to the contact of the balloon with bone splinter and/or surgical tool during surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.